Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cervical spine instability type of procedure or technique used: posterior cervical lateral mass fusion from c4-c7 levels implanted: c4-c7 it was reported that intra-op, the mas crosslink connector was successfully secured onto both mas's and the centre nut was tightened. The surgeon used the counter torque and torque set screw driver to "torque off" the locking set screws but when this was done it broke off the top part of the mas connector set screw which remains connected to the locking set screw. There was no way to re-attach the crosslink as the connector set screw was broken off and there was no attachment point to grip onto. The bottom part of the connector set screw was left inside the patient. No additional treatment or surgery were done as a result of this event. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual and microscopic examination revealed the upper hex portion of the screw has broke and still attached to the locking set screw. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.